Manufacturer narrative:
The event of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and exposure.

Event description:
Patient representative reports left side "the stitches opened, there was a lot of pain and exposed prosthesis". The device has been explanted.